Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. Two days after onset, the patient began treatment with 2 grams vancomycin and 1 gram fortum (route, frequency and duration not reported). The patient outcome was unknown. It was not reported if peritoneal dialysis therapy was ongoing. Additional information is not available.